Event description:
It was reported that the tip of the curette broke off inside the vertebral body and it was unable to be removed. Surgeon put cement into the device so it wouldn't move and completed the kyphoplasty. No further information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.